Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a lobectomy procedure, the surgeon pushed the green button and pushed the center control button down, however the device did not fire. The procedure was completed with another device. No patient injury was reported.